Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: (B)(6) 2010.

Event description:
Procedure type: hemicolectomy. According to the reporter: in use for laparoscopic right hemicolectomy, shaft was torn and fell into cavity. Used other device. No bleeding. Fallen piece could be retrieved. No tissue damaged. Not extended more than 30 minutes. No patient info available.